Event description:
Technician alleged that the bed has no steering or brakes.

Manufacturer narrative:
Technician replaced the roll pin that connects the brake assembly to the pedal assembly and replaced two rollers on the brake assembly to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.